Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Can you please clarify what was meant by ¿not fully stapling¿? Were there any staples missing from the staple line? What was the appearance of the deployed staples (b-formation, irregular, straight legs)? The outcome was reported to be ¿insecure for patient, waste of time¿ on the complaint submission form. Can you please clarify what was meant by ¿insecure for patient¿? Was the procedure prolonged as a result of the event? If yes, how long was the procedure prolonged (minutes, hours)? Was there any patient consequence as a result of the procedure being prolonged? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a hemorrhoidectomy, when the surgeon activate the clamp, there was cutting but not fully stapling.